Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a scheduled pulse generator change out procedure. During the procedure, high capture thresholds were noted on both the right atrial and right ventricular leads. The patient had also been twiddling the device which caused the leads to dislodge. The leads were successfully capped and replaced. The patient was in stable condition post surgery.